Event description:
It was reported that during implantation of an intraocular lens (iol) in the patient''s eye, there was a posterior capsular tear due to spontaneous opening of the lens in the optic, despite the correct amount of provisc and without any instruments present in the optic. In addition, it was stated that a small amount of vitreous came into the anterior chamber during the dialing procedure. An anterior vitrectomy was performed. Three weeks post-op visual acuity exam was 9/10. It was stated that the lens appeared to be well centrated in the ruptured bag. No additional information was provided.

Manufacturer narrative:
Expiration date: 10/08/2015. Manufacture date: 10/08/2012.

Manufacturer narrative:
(B)(6). (B)(4).